Event description:
According to the reporter, during a cesarean section, when the suture was used to suture the uterus, the suture were broken when pulled and tied. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.